Event description:
A critical patient was being intubated and the patient's nurse observed that the enve monitor screen was black with no observable numbers on the screen. The ventilator was operational and the patient was being ventilated. The ventilator was pulled from service. Biomedical engineering staff examined the monitor and found that the display was very dim and the displayed parameters were visible in a very dark room and also with a flashlight. The monitor was sent to carefusion for repair. Unit is still at the manufacturer to-date. This facility has had two similar events with this device recently. Both units were returned to the manufacturer and have not been sent back to the facility. Staff do not know what caused or contributed to the problem. The device in each case had passed pm's and previously did not have this problem.